Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen became cracked. Customer's blood glucose (bg) levels were not impacted by this event, but contact reports customer had a bg level of 144 (mg/dl) when customer woke up which was addressed with a correction bolus. It was indicated that the current pump will continue to be used for diabetes management until replacement pump is received.

Manufacturer narrative:
Touch screen issue was confirmed.